Event description:
Ambu bag was unable to provide oxygen to the patient, the valve opening was closed and would not open to repeat attempts of administering high pressure. Reason for use: to provide oxygen therapy to patient.